Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated at 08:44:12 on (B)(6) 2015 while in the hosp. At 08:43:37, the pt was in ventricular tachycardia (vt) that transitioned to nsvt. The rhythm at the time of the treatment was nsvt (246 bpm). The post-shock rhythm was vt that converted to bigeminy (50 bpm). The pt was reportedly conscious at the time of the event. The rapid nsvt contributed to the false detection. The response buttons were not pressed during the event. The pt remained in the hosp.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: electrode belt (B)(4): 01/01/2012 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).